Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic experiencing nausea and lightheadedness. Upon interrogation, the pulse generator exhibited backup vvi operation which led to the patient experiencing phrenic nerve stimulation. After a device software download was performed, normal device function resumed. The patient felt "normal" after the download.